Event description:
It was reported that an over infusion of zosyn potentially occurred, and there was no patient harm. The infusion was started on (B)(6) 2020 at 10:10 (am/pm not specified) and at 12:00 (am/pm not specified) an air-in-line alarm sounded and the bag was discovered empty earlier than anticipated. The intended programming was 12.5ml/hr.

Manufacturer narrative:
Additional information: updated b5

Manufacturer narrative:
Additional information: d11 investigation conclusion: the customer complaint of the reported over infusion of zosyn having potentially occurred could not be definitively confirmed during the investigation. Review of the pcu event logs indicate at 10:17 am on (B)(6) 2020 pump module s/n (B)(6) was programed to drug ID=488 (zosyn), drug amount=3.37gram, diluent volume=50ml, duration 4hours, concentration=0.067grams/ml. At 10:18 am the lvp was removed from the alaris system. At 10:19 am on 05may2020 logs confirmed that lvp s/n (B)(6) was programmed to drug amount of 3.37grams with a diluent volume of 50ml, concentration=0.0674 grams/ml. The rate was recorded as 12.5 ml/hr with a vtbi of 50 mls. The infusion program infused from 10:20 am until 12:22 pm when there was an air-in-line alarm. The device was paused at 12:22 pm having infused 25.44 mls and removed from the pcu at 12:28 pm. Lvp s/n (B)(6) error logs show no alarms during the duration of the reported infusion. A one-hour timed rate accuracy test was performed on both the source device and the received administration set. Results indicate that the system and administration set were both within specification, with no issues observed. During testing there were no periods of unregulated flow observed. Concentricity testing of the returned incident set was performed at bd, brea. The pumping segment was found to be within specification. Internal and external inspection was performed, and no issues were found that would have contributed to the customers reported over-infusion event. Device inspection: the instrument seal was found to be intact on the source pump module. Performed an external and internal inspection of the pump module and found some external physical damage but no mechanical damage. There was some fluid ingress damage on the lower part of the bezel below the ail assembly and on the display board connectors. None of the damage observed would have caused the reported over-infusion. All pump module parts inspected are believed to be manufactured by bd. Received one used pri tubing set identified to be 2426-0007, lot unknown, with three (3) curos caps attached to smartsites ports. Attached to pri tubing set 2426-0007 was one used 50ml baxter bag lot p400960 exp jan21, 5% dextrose injection. Attached to the injection port of 50ml baxter bag was one used single dose vial batch # pp0319137-a exp sep 2021, piperacillin and tazobactam for injection, 3.375grams per vial. Root cause analysis: the root cause of the reported over infusion of zosyn having potentially occurred could not be determined. The proximate cause of the failure could not be identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 09sep2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 02sep2020 and indicated that this device has been previously returned for service. The reason for return for service was not related to the reported over-infusion. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an over infusion of zosyn potentially occurred, and there was no patient harm. The infusion was started on (B)(6) 2020 at 10:10 (am/pm not specified) and at 12:00 (am/pm not specified) an air-in-line alarm sounded and the bag was discovered empty earlier than anticipated. The intended programming was 12.5ml/hr.

Manufacturer narrative:
Although requested, specific patient demographics were not provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an over infusion of zosyn potentially occurred, and there was no patient harm. The infusion was started on (B)(6) 2020 at 10:10 (am/pm not specified) and at 12:00 (am/pm not specified) an air-in-line alarm sounded and the bag was discovered empty earlier than anticipated.